Event description:
Meter was reading in the incorrect unit of measurment. About 3 months ago a relative began having doubts about the reported meter's accuracy a relative tested her own blood with the reported meter and obtained a result she interpreted to be "032" or 0.32 gm/l. She also received a laboratory test with a result of 1 gm/l. The time difference between the readings was not provided. At another time, the pt's meter result was interpreted to be 2.6 or 3 gm/l (260 or 300 mg/dl); it was compared to a result of "hi" on the pt's old meter. The pt had symptoms of "intense muscle pain" and "madness"; she could barely answer simple questions such as, "what's your name?" The pt was given 28 units of mixtar insulin each morning. Pt was also given 5 or 6 units of actrapid insulin only when the meter displayed "hi" (>600mg/dl). A relative was not able to provide specific information as to how often or when the pt received actrapid insulin. A new nurse started giving the pt insulin injections at home. Pt realized that the meter was set to mmol/l instead of mg/dl. The family waited a few days unit after the new year holiday and took pt to the hosp. Pt had been experiencing the symptoms described above for one month. A result of 7 mg/l (700 mg/dl) was obtained on the hosp device. Pt was admitted to the hosp for 2 weeks with a diagnosis of hyperglycemia and treated with IV insulin. The reported meter memory showed several "hi" readings as well as several result in the 500 mg/dl range. However, the date and time were not set correctly in the meter. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. The meter had previously been set to the correct unit of measurement. The pt and family did not recall if someone changed the units of measurements in the meter settings. Therefore, there is no indication that the product malfunctioned. The pt experienced hyperglycemia and required medical intervention. Though the pt was kept on usual treatment regimen, the family mighy have sought medical attention earlier had they known that many of the pt's readings were >400 mg/dl. There is an indication that the product contributed to the pt experiencing injury and medical interventior the event meets the criteria for a medical device reportable as an adverse event. The meter was replaced.